Event description:
It was reported that customer experienced pump with a large crack. There was no reported impact to the customer¿s blood glucose level. Technical support planned to attach full customer email to the record and to follow up with customer to obtain additional information, and no further outcome details were available.